Event description:
It was reported that in emergency, resistance was met when passing the catheter over the guide wire. The guide wire was bent. The insertion site was the right subclavian. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).